Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was not returned to the manufacturer for evaluation. The evaluation findings are based on review of the ventilator event logs downloaded from the device by an associate of the manufacturer on (B)(4) 2018. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs for the reported day of the event, (B)(6) 2015, are included below. Based on review of the device event logs, the manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.